Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection of the complaint device reveal that the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed throughout the cartridge. The cartridge tip and cartridge was damaged. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. No lens was received for evaluation. The complaint issue "dc-lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: feb 24, 2026, section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/not provided since patient contact was unknown. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to feb 12, 2026 [alert date]. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single piece preloaded monofocal intraocular lens (iol) was cracked. Patient contact is not known. No further information was provided.